Event description:
Information was received indicating that this ambulatory infusion pump exhibited a high pressure alarm. It was noted that the patient's therapy was not interrupted as the patient switched out their pump. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition with a cracked screen. Customer's complaint of high pressure was not verified. The event log was not available. Use testing was performed. Product performing within the published specifications. Service replacing the downstream sensor as a preventative measure. The problem source is unknown.